Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with left ventricular (lv) lead exhibited phrenic nerve stimulation. Additional information indicates that this event was attributed to this lead. This lead was abandoned surgically. No additional adverse patient effects were reported.